Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found the "sheath was swallowed" (parts fall off from the distal end) could not be duplicated. Therefore, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after an unspecified procedure, it was found that the "sheath was swallowed" and "sheath deformed due to use of chemical products¿ the occurrence date of the event is unknown. There was no report of patient injury associated with the event.